Event description:
It was reported that the right ventricular (rv) implantable pacing lead dislodged. No capture was reported. The lead was repositioned. Thresholds and sensing were reported to be within normal levels after repositioning the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 5076, implantable pacing lead, (B)(6) 2013. (B)(4).